Event description:
It was reported that the customer experienced a high blood glucose value of 450mg/dl earlier in the day, which led them to visit the emergency room and subsequent hospitalization, including admission to the ICU. There was no injury related to the event. The suspected cause of the high blood glucose was unknown. To address the problem prior to the hospitalization, the customer bolused via the pump. The pump and related supplies were confirmed to be functioning as intended, and the customer, who was using insulin therapy at the time, was treated with IV fluids and insulin, which resolved the issue. Information pertaining to the customer's release date was unable to be obtained.